Event description:
It was reported that this pacemaker system exhibited an increase in pacing impedance measuring 1500 ohms on the right ventricular (rv) lead channel. The physician opted to surgically abandon and replace this system. No additional adverse patient effects were reported.